Event description:
Info received indicates a small blood leak was detected in the circuit from below the heat exchanger five minutes after the start of bypass. The oxygenator was replaced during the case with no pt complication reported.